Event description:
Contact reported that the doctor tried to tighten a mini vsp screw at c1 (right side), the hex on the machine thread broke and he explanted the screw. He tried to implant a screw of longer length, but it was loosening. He then tried to implant a larger diameter screw, but it was also loosening. Surgeon completed the case with fixation only on the left side. Contact reported no pt injury as a result of this situation.